Manufacturer narrative:
The reagent lot number is 744185 with an expiration date of 30-nov-2024. During customer maintenance, the wash head was checked and broken tubing was discovered. The last calibration was performed on 29-feb-2024 and no alarms were noted. No issues were noted with the qc. The field service representative found 3 holes in the sets of rinse tubing on the rinse heads. He replaced the tubing. The customer performed successful qc and operational and mechanical checks passed. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen. 2 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 5.0 mg/dl. The repeated result was 9.3 mg/dl. The repeated result was obtained on another analyzer and was believed to be correct. The results were reported outside of the laboratory. A failed delta check triggered the sample to be repeated.